Event description:
A home patient (hp) contacted global technical services regarding disconnecting, switching and reconnecting her solution bags that occurred on the home choice (hc) unit during dwell. The technical service representative (tsr) advised the hp to never disconnect the bags from the setup and reconnect because of sterility issues. The tsr advised the hp to end therapy and restart the setup with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone call. Per hp, she did not receive any injury or medical intervention as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.